Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the lead "is bad." The physician has programmed the lead off and a replacement procedure will be scheduled. No patient complications have been reported as a result of this event.